Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and computed tomography imaging were provided and reviewed by an internal clinical representative with the following impression: there were adequate medical documentation and suboptimal imaging studies available for this review. Product use was incongruent with the IFU and might have contributed to the reported event due to: reported short aortic neck of 1.3 cm. (B)(6) aortic remodeling due to the longevity of the device, as well as lack of consistent surveillance. There was substantial evidence of: total aortic occlusion just below the renal arteries, which included both stents (main body occlusion) and extended into both iliac arteries until the internal external confluence. The endoleak type iiia could not be substantiated radiographically; there was no aortic sac increase at the event angiogram. However, the presence of an endoleak type iii was mentioned on the discharge summary. The secondary procedure was substantiated. The patient was discharged home on the fifth post-operative day. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a conclusive root cause could not be determined based upon available information.

Event description:
It was reported that approximately 34 months post implant of a bifurcated device, and a suprarenal aortic extension an endoleak was identified. Reportedly, the patient presented symptomatic with leg pain on (B)(6) 2014. The next day a computed tomography imaging was done and revealed a 60 degree partial separation between the two components as well as thrombus. The physician elected to remove the thrombus and bridge with two aortic extensions to seal the endoleak. At the end of the procedure there was no sign of endoleak and the patient had flow to both legs. Additional note: patient skipped their follow up visit.

Event description:
It was reported that approximately 34 months post implant of a bifurcated device, and a suprarenal aortic extension an endoleak was identified. Reportedly, the patient presented symptomatic with leg pain on (B)(6) 2014. The next day a computed tomography imaging was done and revealed a 60 degree partial separation between the two components as well as thrombus. The physician elected to remove the thrombus and bridge with two aortic extensions to seal the endoleak. At the end of the procedure there was no sign of endoleak and the patient had flow to both legs. Additional note: patient skipped their follow up visit.